Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a stage-2 deep brain stimulation (dbs) implant, the pt's lead was damaged. The lead end cap that was used appeared to have caused damage to the lead. It was suspected that a screw may have been over-tightened on the cap. The screw "disappeared." The wires from the first contact on the lead were broken and there was a kink between the second and third contacts of the lead. No pt symptoms or injury were reported. Additional info was requested, but not yet received, as of the date of this report.